Event description:
On (B)(6) 2012, a neurotherm employee received an email from a facility stating that a pt had been burned using neurotherm generator and another MFR's grounding pad. The pt had a very hairy leg and they realized they should have shaved the leg. Grounding pad was placed on the upper thigh. Grounding pad manufacturer is unomedical, model neuralect-mini. Facility did indicate that this happened some time ago with the same pt and at that time, the leg was not shaved either.